Manufacturer narrative:
The device remains implanted, therefore, it is not available for evaluation. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. Three weeks postoperatively, the inlay decentered inferiorly and the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/40. The inlay was repositioned on (B)(6) 2017; however, the patient is having difficulty adapting and the inlay will likely be removed. At last examination on (B)(6) 2017, bcdva improved to 20/30. Additional information is being requested.

Manufacturer narrative:
Dry eye and keratitis are listed in the device labeling as known potential risks. (B)(4)

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. At last examination on (B)(6) 2017, bcdva improved to 20/25 and the patient was improving. The swelling decreased, the flap and interface were clear, the inlay was well centered; mild central superficial punctate keratitis (spk) with patchy spk nasally was observed, but all other findings were normal. The patient was advised that the cornea is still healing and to allow more time for visual acuity to improve. The patient is continuing treatment with lotemax taper and artificial tears.